Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported for left side "discreet amount of liquid", "pathological markers reported as cd30 negative, alk1 negative", "cytological picture and immuno-cytochemical profile are consistent with inflammatory seroma", "patient wants to replace the prostheses by non allergan ones, due to the recall and fear of bia-alcl", "pain", "hyperemic skin lesions". The device remains implanted. Treatment: diprospan and puncture of fluid.

Event description:
Patient representative additionally reported against left side "¿periprosthetic capsule wall with mural fibrohyalinization moderate lymphocytic infiltrate with formation of lymphoid aggregates associated with giant cell reaction (silicone) and deposition of hyaline material on the capsular surface.". The device has been explanted and replaced.